Event description:
It was reported that a device displayed a diagnostic anomaly. Upon interrogation during a routine follow-up the device gave a battery voltage measurement with a remaining longevity of ten years. It did not indicate eri anywhere. The patient also has sick sinus syndrome and the heart rate histogram data is not matching up with that. Device will be reinterrogated.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.